Manufacturer narrative:
Product complaint # (B)(4). The purpose of this MDR submission is to report the findings of the device investigation. The body/shaft of the catheter was found fractured, meeting regulatory reporting criteria. Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report. Complaint conclusion: as reported by the field, during the use of a 95cm cerebase da guide sheath (gs9095sd, 30484738) the introducer would not fit into cerebase hub. The device was not able to move at all due to the resistance, it was stuck. There was no patient injury reported. The cerebase was not damaged during the manipulation of the device. At the time of the procedure, nothing was noted obstructing the cerebase. No excessive force was applied to the device. A visual analysis was performed on a picture received. No apparent damage could be appreciated in the picture. Only the dilator and the cerebase's hub could be noted in the pictures however no damages could be noted. A manufacturing record evaluation (mre) was performed for the finished device 30484738 number, and no non-conformances related to the reported complaint condition were identified. The reported condition ¿dilator (cerebase)- impeded¿ could not be evaluated based on the picture. The mre suggests that the failure reported by the customer could not be related to the manufacturing process. No corrective action will be taken at this time. A non-sterile unit cerebase da guide sheath, 95cm was received inside of a pouch at cerenovus for analysis. The was visually inspected, and it was found kinked at 33 inches, also a stress mark was observed at the transition hub-body (ID band section), no other damages or anomalies were observed during the visual analysis. The device was sent to r&d for further investigation, the r&d investigation determine that the dilator does not fit in the hub, however the dilator od is within specification. The hub section was inspected, and it was noted that there is material impinging the ID, the material is presumably reddish material. The ID hub was measured too, and it was found out of specification further analysis documented below indicate that this out of specification measurement is related to the collapsed braided mesh inside the hub. Based on r&d recommendation, a dilator was tried to be inserted inside the cerebase da guide sheath, 95cm however it was stuck at the hub section, due this condition the cerebase da guide sheath, 95cm was inspected under an x-ray. The x-ray analysis revealed that the braided mesh has a damage condition (collapsed) at the transition hub-body (the section fits with the stress mark noted at the ID band during the visual analysis) this collapse section maybe related to the impeded complaint reported. After that the cerebase da guide sheath, 95cm was dissected at the ID band damage section, the body outer plastic was noted fracture at the hub-body transition. Even though no leakage was observed on this device the damage observed match with the failure mode investigated on an internal corrective and preventive action. Note: no damages were observed on the hub. Cerenovus conducted the analysis on the device received. A visual inspection and x-ray inspection ware performed on the device. Functional test could not be performed due to the conditions in which the device was returned. Based on the visual analysis of the returned cerebase da guide sheath, 95cm, the device has a kinked condition. Also, a stress mark was observed at the hub-body transition (ID band section) this condition is related with the customer complaint regarding an impeded condition. Since further investigation revealed an internal damage on the braided mesh at the transition hub-body section. The braided mesh damage condition (collapsed) at the transition hub-body (the section fits with the stress mark noted at the ID band during the visual analysis) it could be related with the handling of the device, however this cannot conclusively determine. Even though no leakage was observed on this device the damage observed match with the failure mode currently being investigated. It should be noted that product failure is multifactorial. The instructions for use do contain the following precautions: do not advance or withdraw an intravascular device against resistance until the cause of the resistance is determined by fluoroscopy. If re-access to the vasculatures with the same device is desired, flush and clean the inner lumen of the device by infusion. Inspect the device for any damage. Caution: do not use the device if any damage or irregularities are observed. If using as a primary access sheath with the dilator, flush and wet the dilator with saline. Insert the dilator and advance until the tapered distal tip is beyond the distal end of the cerebase da guide sheath. Close the hemostasis valve around the dilator. Exercise care in handling the cerebase da guide sheath to reduce the chance of accidental damage. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and the evidence presented by the returned device; however, it is possible that clinical and procedural factors, including device manipulation and device interaction, may have contributed to the reported failure and damages on the returned system. As part of cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective and preventive action (CAPA) have been opened to further investigate the issue.

Event description:
As reported by the field, during the use of a 95cm cerebase da guide sheath (gs9095sd, 30484738) the introducer would not fit into cerebase hub. The device was not able to move at all due to the resistance, it was stuck. There was no patient injury reported. The cerebase was not damaged during the manipulation of the device. At the time of the procedure, nothing was noted obstructing the cerebase. No excessive force was applied to the device. Based on the analysis of the device, the body/shaft of the catheter was found fractured.